Event description:
It was reported that the patient with this pacemaker experienced chest pain and palpitations. The minute ventilation (mv) sensor was suspected to be overpacing, therefore, it was deactivated. Additionally, noise was observed and the field representative suspected that the device declared a signal artifact monitor (sam) episode. Further review of device data was requested. No adverse patient effects were reported. At this time, this device remains in service.